Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed during the prime test at due to a faulty force sensor. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 261 mg/dl and has treated with a manual injection. No further information reported.